Event description:
Reporter stated that caller from facility reported that unit had overfilled a final container. The programmed volume from station 1 was 1000ml and the programmed volume from station 2 was 1000ml and the total delivered display read 2000ml. However, 2300ml of source solution had been used. Upon questioning by reporter, caller stated that the practice is to prestretch the tubing of the transfer set prior to installation. Reporter reviewed the set installation procedure per the operator's manual with the caller and the importance of following the procedure. The unit was sent to product services for evaluation. No pt involvement.